Manufacturer narrative:
Patient code(s): organ(s), perforation of (1987) and pain (1994) were added in addition to the previously submitted patient codes. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. Organ perforation was investigated in addition to the leg/back pain, worry, limited physical activity. The additional information regarding the reported organ perforation does not change the previous investigation conclusion for perforation. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported leg/back pain, worry, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient further alleges ¿I have sustained injury to my inferior vena cava and adjacent structures, including my lumbar spine. The filter is tilted and multiple struts perforate my vena cava. One of the struts has eroded into the l3 vertebrae. I have significant back and leg pain. I continue to worry about all of the possible complications that the remaining filter can cause. Because the filter remains in my body, I am at increased risk of filter strut migration, additional filter strut perforation of the inferior vena cava wall, filter strut perforation of internal organs, filter fracture, bleeding, pain, deep vein thrombosis, pulmonary embolism, post-thrombotic syndrome, and other serious complications, including death.¿ the patient further noted she ¿can no longer lift anything or sit for long periods of time. Back pain makes physical activity difficult.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿no aneurysmal dilation of the major abdominopelvic arteries. Vena cava. An ivc filter is in place [fa]. Ivc filter is noted with the following findings: one of the struts penetrated the anterior aspect of the l3 vertebral body and created a well circumscribed space. The intervertebral disc spaces or the neural foramina are not affected by this. Additional strides appear to extend beyond the lumen of the cava one of them towards the hepatic flexure of the colon, again without definite intraluminal penetration or pericolic inflammation. Also abnormal is the orientation of the filter, with the tip deviated to the left toward the left renal vein.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Tilt, vena cava (vc) perforation and reactive change in l3 vertebral body. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported reactive change in l3 vertebral body is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿ivc [inferior vena cava] filter that is tilted off axis with struts exterior to the ivc, one of which has elicited reactive changes in the l3 vertebral body.¿

Manufacturer narrative:
. Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4). Additional information: patient identifier, age or date of birth, event, other relevant history, brand name, device manufacture date. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the common femoral vein due to deep vein thrombosis.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D1) catalog #: unknown but referred to as a cook günther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.